Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device was received with a guide wire stuck, and the sheath assembly section was torn. D2b pro code: obj, itx.

Event description:
It was reported that device entrapment occurred. The patient presented with may-thurner syndrome for a venogram procedure. Vascular access was obtained via bilateral femoral vein approach with unknown 8f sheaths. The 79% stenosed target lesion was located in the moderately calcified vessel compressing the left iliac vein. After an amplatz super stiff guidewire was inserted, an opticross 35 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter imaged the target lesion with no issues, the catheter was placed back on the right side to re-image for stent landmark. However, upon trying to remove the catheter, it became stuck on the wire. Re-flushing did not resolve the issue. The opticross catheter and amplatz wire were then removed together. The wire split the catheter lumen when attempted to remove outside the patient's body. The procedure was completed with another of the same opticross catheter and amplatz wire. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The patient presented with may-thurner syndrome for a venogram procedure. Vascular access was obtained via bilateral femoral vein approach with unknown 8f sheaths. The 79% stenosed target lesion was located in the moderately calcified vessel compressing the left iliac vein. After an amplatz super stiff guidewire was inserted, an opticross 35 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter imaged the target lesion with no issues, the catheter was placed back on the right side to re-image for stent landmark. However, upon trying to remove the catheter, it became stuck on the wire. Re-flushing did not resolve the issue. The opticross catheter and amplatz wire were then removed together. The wire split the catheter lumen when attempted to remove outside the patient's body. The procedure was completed with another of the same opticross catheter and amplatz wire. No patient complications were reported.

Manufacturer narrative:
D2b pro code: obj, itx.